Manufacturer narrative:
The account found the side rail ratchet rivets are broken and the side rail latch release is worn out. The account replaced the side rail ratchet rivets to resolve the issue.

Event description:
The account alleged the side rail would not latch. No injury reported.